Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the latch sensor fell out from the latch holder. The field service engineer reseated latch sensor to resolve. The system functioned as intended after field service engineer the troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 1 was unable to recover, prevented user from issuing medication to patient and they were able to get medication from another station. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.